Event description:
Related manufacturer reference number: 2017865-2023-10704. It was reported that the patient presented with skin erosion at implanted device pocket site during follow-up in clinic. The lead was eroded. The physician explanted the system ¿ pacemaker, right ventricular lead and atrial lead. The patient was discharged.

Manufacturer narrative:
The reported event was erosion. As received, a complete lead was returned in one piece measuring 52.5cm. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can.